Manufacturer narrative:
A twenty-fifth single-use device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the sample. The reported condition was not verified. The device was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot: this is a summary report for lot# 18k017, 18m032, 18g030, and an unknown lot. Of the thirty-six (36) reported events, twenty-four (24) single use devices were received at the plant for evaluation. For twenty-three (23) of the units, fluid was noted inside the bag that the units were returned in. One device was returned with no fluid in the returned bag. Visual inspection on all 24 units did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified for the returned units. The devices were found to be conforming products. A batch review was conducted for all the provided lots and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 36 </noe> malfunction events. It was reported that thirty-six (36) large volume infusors leaked. Ten (10) leaked from an unspecified location, seventeen (17) leaked from the blue winged luer cap, seven (7) leaked from between the luer cap and the luer adaptor, one (1) leaked inside the device housing, and one (1) leaked from the fill port after filling. One of the events occurred during patient use with no patient consequence. For the other thirty-five events, there was no patient involvement. No additional information is available.